Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (40.0mg/ml, 10.002mg/day), unknown baclofen (600.0mcg/ml , 150.04mcg/day), and marcaine (40.0mg/ml , 10.002mg/day) in an implantable pump (simple continuous) for non-malignant paint and lumbar radiculopathy. The patient tried all day to request a bolus, but received the 8286 error code (empty pump reservoir), audible alarm heard. The patient was not sure when the pump was supposed to be refilled. No symptoms were reported. The pump was allowed to reach empty due to not ordering medication. The pump was refilled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.